Event description:
Frequency: daily for 2 days every 4 weeks. Spontaneous report. Pt reported his wife infuses and with both days with last infusion on (B)(6) -there was about 20ml medication that remained to infuse and pump had stopped. Since she is a nurse - she was able to manage to finish both days infusion manually. Pump sn # (B)(6) pump was last shipped in july 2023. Informed pt, we can ship a replacement pump, no adverse event reported with malfunction, pump will be returned. Reported to cvs/caremark by: patient/caregiver.